Event description:
It was reported that during an attempted implant, the lead tip was found to be bent. The physician elected to replace the lead. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of lead tip bent was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found the lead was bent at the distal region. The cause of the reported event is consistent with procedural damage.